Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was readmitted for gastrointestinal (gi) bleeding and an ongoing infection (bacteremia from driveline infection). The patient was reportedly on meropenem IV for the infection that was stopped prematurely by nursing home. The antibiotic treatment was restarted and the patient remains on medical management.

Manufacturer narrative:
The patient remains ongoing on lvad support and is under medical management by the hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.